Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a new implantable cardioverter defibrillator implanted. As the left-sided right ventricular lead in the older system was exhibiting high capture thresholds and was otherwise a recalled lead, the old right ventricular lead was capped and replaced. The patient was stable throughout.